Event description:
As reported a side branch occlusion occurred during the procedure. As reported this patient presented to cath with ischemia/silent ischemia for an urgent procedure. Pre-procedure medications included aspirin, beta blocker ant statins. Intra-procedure medications included unfractionated heparin, ball-out gp iib/llla inh, plavix (clopidogrel) 300mg loading. Pci was performed on a 100% restenotic lesion (after unknown bare metal stent in the proximal left circumflex of 50mm in length in a 2.25mm deameter vessel. The lesion was characterized as totally occluded with little to no calcification. The reference vessel diameter is 2.25mm. The lesion length is 50mm. The pre-procedural timi flow was grade 0. The lesion was pre-dilated with an unknown balloon at unknown atm before deploying two overlapping stents.